Manufacturer narrative:
(B)(4). Age at time of event: approximately (B)(4). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent removal difficulty occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the superior mesenteric artery. A 6.0x30x135cm express® ld iliac / biliary stent was advanced to the lesion however, the stent became hung up. When the stent delivery system (sds) balloon was removed, the stent was dislodged and was left inside the patient's body. The physician was able to recapture the detached stent using the sds balloon and brought the stent down to the access site but the stent was unable to be removed from the endovascular sheath. A femoral cut down procedure was then performed and the stent was completely removed from the patient.